Event description:
It was reported that the device had several event codes logged in the memory that indicated a potential critical failure. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control has received the device and is in the process of evaluating it. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.